Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was dead. The patient felt the stimulation go out yesterday and last felt stimulation yesterday afternoon. She was also not able to connect the ins with her patient programmer (pp). The patient met with the manufacturer¿s representative (rep) and there was no overdischarge. The patient had lost stimulation in areas of pain. The device was reprogrammed and the patient had coverage, was doing well, and receiving effective therapy.